Manufacturer narrative:
The associated complaint device was not returned for evaluation. [(B)(4)].]

Manufacturer narrative:
An approximation since it was additionaly communicated that implantation was approximately 5 years ago. Correction based on additional information received.

Manufacturer narrative:
Investigation was re-opened. And received information will require evaluation.

Event description:
It was reported that patient underwent a revision surgery to solve the issue of patella shearing off the lugs leaving the lugs in the cement and the patella component becoming loose. The patella component had migrated to subcutaneous on the medial sides of the patella.